Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was on critical override, it was not showing in health sight viewer, and patient data did not cross. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in critical override mode. The technical support specialist (tss) connected station to the server, and the critical override condition was cleared. The issue was related to the server purge process. After corrective actions, the station was confirmed to be online and communicating normally. The system functioned as intended after the technical support specialist troubleshot the device.